Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced difficulty attaching the luer connector to the ilet infusion set connector, attributed to the connect adaptor not fully rewinding after the cartridge was filled, which prevented full engagement and turning of the luer fitting. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and troubleshooting support. Investigation of this case revealed a mechanical connectivity issue with the connect adaptor and luer interface consistent with incomplete rewind preventing proper connector engagement. It was concluded, based on previously established findings for similar reports, that the cause was user-device interface difficulty related to the connector mechanism.